Manufacturer narrative:
Correction to section h, device manufacturers only. Field h6, device codes. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. No adverse patient effects were reported. Additional information was received indicating that remote monitoring was disabled (rmd). Data analysis indicated the voltage alert was triggered due to potential high impedance within the battery. Device replacement was recommended, no additional adverse patient effects reported. Additional information was received indicating that this crt-p was explanted and replaced. No additional adverse patient effects were reported, and this device has been returned to boston scientific for analysis.

Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. No adverse patient effects were reported.